Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged and perforated through the myocardium. This rv lead could not capture and the thresholds were also high which was observed on the chest x-ray. Additional information indicated that the field representative could not confirm dislodgement versus migration. In addition, the patient was also having symptoms of chest discomfort when device was checked with programmer. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip found no anomalies, however set screw marks were noted on the terminal pin. In addition, a cut through the insulation was also noted due to the removal of the suture sleeve. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. A chest x-ray revealed that the lead had dislodged and perforated through the heart wall. A revision procedure was performed and this rv lead was explanted. The patient experienced chest pain but no additional adverse patient effects were reported.